Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: during pm, biomed has a 8100 giving him a flow block error during pm. Sn: (B)(4). Failure device type: systems maintenance. Failure problem type: (B)(4). Failure mode: training question. Case resolution: biomed would just power up the 8015 normally and connect to the system maintenance. I have biomed power everything down. Powered up the 8015 manually into maintenance mode, hit procede, then external communications. Connected 8015 to system maintenance. Biomed was able to test his units with no errors. Biomed ended call. (B)(4).